Event description:
A 4.8 second pause was recorded by the device on (B)(6) 2011 at 4:10am cst, but it did not trigger and subsequently did not transmit to the monitoring center. The patient contacted her physician at approximately 11:00pm est night and was instructed to present at the emergency room. The morning of (B)(6) 2011, the patient had a pacemaker implanted.

Manufacturer narrative:
Preliminary evaluation was performed by lifewatch, and the device passed all aspects of testing. The device and data files were sent to the manufacturer on (B)(4) 2011 for additional analysis. Associated accessory device: act monitor, model # com001, (B)(4).